Event description:
Complainant alleged that during biomed testing, the device will shut down intermittently with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.